Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during sinus surgery, the surgeon was using the blade to cut soft tissue, the front end of the inner blade broke, causing the blade to stop functioning. There was no fragments detach from the device. The blade was operating at a speed of 5000 revolutions per minute at the time. The operating mode was reciprocating cutting and no rinsing solution was used. The procedure was completed with the another blade and surgery extended up to 10 minutes. There was no patient injury.

Manufacturer narrative:
H3: product analysis observed that there was no traces of contamination were found. However, a large gap was noted between the inner and outer hub. The proximal end of the inner assembly was lightly pulled, revealing a broken inner shaft tip and striation on the shaft near the distal end of the inner hub. The tip remained inside the distal end of the outer tube. Functional testing could not be performed due to the damaged state of the device upon return. The complaint was confirmed, due to an out of specification condition. H6: codes b01, c070603, d1102 and g04129. The previously updated codes b21, c21, d16 and g04041 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.